Event description:
As soon as I got breast implants (allergan and mcghan 450cc smooth silicone) I immediately had difficulty breathing, pain in both breasts, difficult recovery with immediate hormonal changes causing huge blood clots during periods that led to hysterectomy. Also recurring bladder infections and another surgery to attempt to correct. Autoimmune disorders- rheumatoid arthritis, psoriasis, and hashimoto¿s. Chronic migraines requiring frequent time off from work and lots of trials of medications to alleviate. Chronic fatigue, brain fog, lack for life, thoughts of suicide, feeling like I was going to die, dry flaky skin, candida, dry and itchy eyes, breast pain, breast discharge, breast cysts, gallbladder attacks, gallbladder stones, heart palpitations, severe shoulder pain, severe neck pain, hair loss, anxiety, depression, among more.